Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account reported that the architect anti-hcv assay generated a non-reactive result (s/co=0.89). The sample was repeated and a reactive result (s/co=1.38) was generated. The sample was repeated in duplicate the next day with reactive results (s/co=1.21, 1.30) generated. There was no report of impact to patient management.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. No return material was received. To investigate the issue a retained sample kit of architect anti- hcv, lot number 63272hn00 was tested. One replicate of the negative control, positive control and 10 replicates of sensitivity panel a (core only) and sensitivity panel b (ns3 only) were tested. Furthermore two commercially available seroconversion panels were tested. The results generated for the control values were well within the specifications stated in the respective package insert. Sensitivity panel a and b testing showed that the analytical sensitivity of architect anti-hcv, lot number 63272hn00 was in the acceptable performance range. Additionally, for the two commercially available seroconversion panels the same bleeds were found reactive with comparable s/co values as historical clinical lots. Therefore, there is no indication that the analytical or clinical sensitivity of the architect anti-hcv reagent lot number 63272hn00 is compromised. Additionally, the precision of lot 63272hn00 was investigated testing 10 replicates of a sample that usually gave s/co values in the range of the customer's questioned sample. Values of 1.26-1.50 s/co were obtained resulting in 5.43%cv, which is well within the assay specific precision claim. No non reactive results were obtained. As part of the investigation the complaint and manufacturing records for the architect anti-hcv reagent kit, lot number 63272hn00 were reviewed. This review did not identify any problems related to the customer's observation. Based on the investigation it has been determined that the architect anti-hcv reagent, lot number 63272hn00, is currently meeting its safety, effectiveness and label claims. The cause of the non-reactive patient result is unknown. However the quality of the sample may have an influence on s/co values, in particular when only low levels of antibodies to hepatitis c virus around the cut-off are obtained. For diagnostic purposes, all patient results obtained with architect anti-hcv should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute or chronic infection. This is the final report.